Event description:
It was reported that the atrial pacing threshold increased to greater than 7.0 v, 1.5 ms and sensing decreased to 0.5 mv. A chest x-ray revealed dislodgement of the atrial lead. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.